Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic repair of a ventral hernia on (B)(6) 2012 and mesh was implanted. On (B)(6) 2015 the patient underwent surgery at (B)(6) to attempt a repair of a recurrent incisional hernia with bilateral component separation and removal of the previously placed mesh. The surgery revealed that the previously placed mesh had become separated. The mesh was dissected off of the omentum and was explanted. On (B)(6) 2016 she underwent another surgery at (B)(6) to attempt a repair of a recurrent incisional hernia with mesh and upper midline incisional hernia with sutures.  She continues to have abdominal pain.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 07/17/2019.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) due to recurrent hernia.